Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2017 with the following findings: a review of the black box showed frequent low battery warnings, and battery voltage immediately following a battery change low. The pump electrical current draws were tested and were within specifications.